Event description:
Ous MDR - a lesion in the sfa was treated with the passeo-18 6/120/130 balloon catheter. During withdrawal the device ruptured in the introducer sheath due to a poor deflation of the balloon.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Only the proximal fragment of the device including the shaft and the proximal part of the balloon was returned for analysis. The proximal balloon segment is 11.7cm long. The balloon has ruptured transversally. The outer shaft is fractured into two parts about 36 cm proximal to the balloon welding. The distal part of the outer shaft was found elongated. The proximal shaft part was returned stuck on the guide wire and showed compressions at several locations. According to the provided cathlab report the balloon ruptured in the introducer sheath during withdrawal due to a poor deflation. The IFU addressed withdrawal difficulties and states to pull out the dilatation catheter and the introducer together in case of resistance during withdrawal of the device into the introducer. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The received event description and the found deformations and fractures of the device indicate that the balloon got most likely stuck in the introducer sheath during withdrawal due to an incomplete deflation followed by a device fracture due to a tensile stress overload.